Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Additional contributing factors for wound dehiscence in this patient include: intermittent scalp psoriasis, concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source bevacizumab prescribing information), concomitant dexamethasone (impaired wound healing is listed as a side effect. Source: dexamethasone prescribing information), prior radiation, age, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) female with newly diagnosed glioblastoma began optune therapy plus bevacizumab on (B)(6) 2017. On (B)(6) 2017, spouse reported patient had been hospitalized for a week due to a wound complication at her surgical site. Per hospital summary, patient was seen by the prescriber on (B)(6) 2017, at which time a 2-3 mm ulcer was noted with persistent minimal purulent drainage and exposed craniotomy hardware (date of original resection (B)(6) 2016). Patient had not experienced any fever, fatigue or headache. Patient was sent to the emergency room and admitted for wound revision and removal of eroding hardware. Optune and bevacizumab treatment were discontinued upon admission. MRI taken prior to the procedure on (B)(6) 2017 did not show any signs of underlying infection. Patient was treated with prophylactic topical and oral antibiotics pre- and post-surgery. Patient resumed optune therapy on (B)(6) 2017. In a follow up appointment with the prescriber on (B)(6) 2017, the wound was noted to be healing well and was dry and intact with no sign of infection. Per the prescribing physician, the event was related to optune, steroids and bevacizumab.